Manufacturer narrative:
Based on the provided event description, it can be suspected that the power supply connector of the home monitor is damaged. The root cause of this issue could not be determined; however, it could have resulted from the wear of the power supply connector over time or from a mechanical shock.

Event description:
Reportedly, the rear connector of the home monitor is unstable.